Event description:
Per the clinic, it was reported that the patient developed an infection and swelling at the implant site, subsequently undergoing wound revision surgery (date not reported). The issue did not resolve and the electrode array extruded through the skin flap. On (B)(6) 2029, the device was explanted. The patient was not reimplanted as of the date of this report.